Event description:
It was reported that during a shoulder surgery the device broke. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 24-mar-2023 further information were provided that the suture tore inside the patient and was retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-3638-1 batch number 15013666 was received for investigation. Visual inspection found that the device arrived for evaluation without the suture and other components. More in-depth visual observation found that the device tip did not show damage. Complaint cannot be confirmed due to no issues with the returned device. The picture provided does not show damage or breakage on the device¿no problem found.